Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the label comments were disappearing from label during redisperse. A technical support specialist (tss) connected to the carefusion coordination engine (cce) but was unable to review example due to timeframe. The tss found another example and provided feedback the ¿missing¿ was crossing in the hl7 zrx.9 field. So, the tss made some adjustment on the logistics application, after that the printer was working. Then the tss advised the customer to go to printer preference to update media type. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es server the label comments were disappearing during redispense. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server the label comments were disappearing during redispense. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.